Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1. It was reported that impedances were run at 3 volts and electrode 2 was at 4700 ohms. The rep stated that the other 2 electrodes on the same lead were over 3000 ohms. They stated that the patient was being programmed on 4+ 5- 6- 7+ and those impedances were between 2200-2900 ohms. The healthcare professional (hcp) did not plan to address any lead nor impedance issue due to the patient having good relief. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the system was still working using the lead with lower impedances. The rep stated that they were not using the other lead prior to replacement anyway. No further complications were reported.